Event description:
Procedure type: sleeve gastrectomy. According to the rptr. The device was fired 4 times successfully and when the surgical tech loaded the 5th reload and set the device down on the back table. Thirty seconds later make heard the device making noise so he turned around and it was articulating on its own. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. Seamguard reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).